Event description:
The customer reported to olympus that the evis exera iii video system center showed no picture with analogue instruments. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that a defective printed circuit board was causing the lack of image with exera ii series endoscopes. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven(11) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the image of exera series endoscope is not displayed due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.